Event description:
It was reported that the patient presented to the hospital for a possible lead revision and possible generator change. The patient was seen in the physician¿s office prior to procedure. Reports of left pectoral muscle stimulation and pain in the pacemaker pocket and the feeling of ¿thumping¿ or ¿pacing¿ in the pocket itself was observed. The device was interrogated at that time and found that the patients atrial lead impedance was high and there was atrial lead noise causing mode switch episodes. It was also noted that the atrial lead had been configured in unipolar prior to this most recent interrogation. The battery longevity was noted to be a range of 7.6-10.6 years. On (B)(6) 2022, the patient was interrogated, and the battery longevity was 2.7-4.3 years. It was decided by the physician and the patient to check the lead during the procedure and determine if it was intact and tested and to change the generator. The physician initially believed it to be a lead issue but after the interrogation of the device before the procedure it was believed to be a generator issue. The physician alleged premature battery depletion and did not contribute to software. The atrial lead and ventricular lead were tested during procedure, and all were within normal limits. The device was explanted and replaced. Patient tolerated procedure well. The patient was stable.

Manufacturer narrative:
Reported event of premature depletion, low pacing impedance, over-sensing and mode switch problem were not confirmed. Septum, setscrew and contact spring were also inspected and did not find any anomaly that could contribute to issues experienced in the field. Telemetry, impedance with different configurations, pacing, sensing and noise testing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.